Event description:
Approcimately two years after implantation with cochlear device, this pt developed a chronic ear infection. This ear infection eventually led to the formation of a cholesteatoma, which further induced bone erosion. These events oventually caused the electrode array component to migrate outside the cochlea. The surgeon decided to explant this pt's device due to the above mentioned circumstances. Pt is scheduled for reimplantation in 2005.